Event description:
During the procedure a small hole in the tubing was discovered next to the rotating connector. This hole resulted in contrast media being sprayed. There was no pt or clinician harm or injury as a result of these events.